Event description:
The customer reported machine and proximal pressure sensor failed. There was no patient involvement.

Manufacturer narrative:
MFR received date: 13sep2019. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25july2019.

Event description:
The customer reported machine and proximal pressure sensor failed. There was no patient involvement.